Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to fish the tampon out with fingers [foreign body in reproductive tract]. String broke off tampon [device breakage]. Consumer sent e-mail stating the tampon string broke off while using it. No serious injury was reported.